Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing was worn to the filament and a leak was identified distal of the pump strain relief krt cylinder junction attributed to wear. The pump was unable to be functionally tested due to this identified leak. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. Product analysis concluded the fluid leak identified at the pump strain relief krt cylinder junction would directly affect the overall functionality of the device. A device malfunction was concluded. An investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to a tubing leak through product investigation.

Event description:
It was reported that the patient experienced a procedure to replace an inflatable penile prosthesis(ipp) device due to a failed implant. A patient outcome of stable was reported.